Event description:
Sorin group (B)(4) received a report that the s3 roller pump appeared to hesitate when the flow rate was adjusted and completely stopped on one occasion. The pump was changed out and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump appeared to hesitate when the flow rate was adjusted and completely stopped on one occasion. The pump was changed out and the procedure was completed without further issues. There was no report of pt injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.